Event description:
The quality assurance lab tech reported that during lab analysis of the device at the service center, a belt slip error occurred on the roller pump. Upon inspection of the pump, oil was observed on the belt pulley causing the belt slip. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.